Manufacturer narrative:
Date of event" is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13743. It was reported that the patient did not recharge the ipgs as recommended. In turn, the ipgs became inoperable and the patient lost therapy. Surgery may occur to address the issue.

Manufacturer narrative:
Correction: information submitted in earlier report has been corrected.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information was received that surgical intervention occurred during which the ipgs were explanted and replaced and the issue was resolved.